Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding air bubbles in the heater bag during initial drain on the homechoice (hc). Baxter?s technical service representative advised the home patient (hp) that the hc would flush the air bubbles down the drain line. No patient injury or medical intervention was reported at the time of the initial report. Product surveillance spoke to the hp regarding the report of air bubbles in the heater bag. The hp stated therapy was continued without incident. The hp is continuing therapy on the cycler with no further issues. The set-up was discarded. No patient injury or medical intervention was reported.